Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that; the insulin pump had replaced battery now alarm without low battery alert. The blood glucose was unknown at the time of the incident. The customer also reported that, the insulin pump had power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 41 degree celsius. Insert a battery and got replace battery without low battery warning and all this alarms customer will take the battery out and will put it back in, so alarms are not getting attendant. Customer declined troubleshooting for the power error detected alarm, replace battery now alarm. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump error due to connector resistance issue. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing.